Event description:
The customer reports several lung transplant patients have had bronchial alveolar lavage (bal) specimens positive for mycobacterium immunogenum after bronchoscopies using disposable and reusable olympus scopes. The bal specimens were direct specimens that were not diluted. There is no ice/water introduced into the patients during the procedure. The customer randomly chose one bronchoscope to culture with sterile water, which was found to be positive for mycobacterium immunogenum. A physician at the facility observed a bronchoscopy and the lab processes for bal and saw no gaps in the procedures. The medivator automatic scope reprocessor (aer) was cultured (results not provided). The customer plans to culture the remaining 52 scopes in their fleet over the next month. The customer's internal lab is currently unable to perform environmental cultures on solid surfaces such as sinks, prep table due to type of swabs and process required. Additional details regarding the patient(s), device(s) and reported event(s) have been requested. At this time, no additional information has been provided.